Manufacturer narrative:
(B)(4). Device is combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 2.50x20 synergy ii drug-eluting stent was selected for use. During preparation, when the device was removed from the hoop, the stent came off the delivery system. The procedure was completed with a different synergy ii stent. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: synergy ii, us, mr, 2.5 x 20mm stent delivery system was returned for analysis. A visual examination of the crimped stent found that the stent had detached from the stent delivery system. The stent was damaged with struts distorted and stretched. Based on the complaint report and the analysis performed the damage noted most likely occurred due to handling of the device during preparation and incorrect removal of stent protector. The balloon cones were reviewed and no issues were noted. Crimp markings were evident on the balloon wall indicating overall crimp contact between the coated stent and balloon. The stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range. Reviewing these specified parameters against the batch records for the crimped unit, there are no anomalies evident. The review of the associated batch records for this device showed the maximum crimped stent profile measurement. The product stent protector was not returned for analysis with the device, however the specified inside diameter of the stent protector was reviewed. Based on the specified stent protector profile and the max crimped stent profile, there is no issues to note with the interaction between the two components. Based on the analysis and the type of damage evident; it may be possible that the damage occurred during the preparation and handling of the device following removal of the stent protector. A visual and tactile examination found several slight kinks on the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the polymer extrusion profile found one midshaft kink at 25mm distal from the midshaft to hypotube bond. The bi-component bond showed no signs of damage or strain. The bumper tip of the device showed no signs of damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 2.50x20 synergy ii drug-eluting stent was selected for use. During preparation, when the device was removed from the hoop, the stent came off the delivery system. The procedure was completed with a different synergy ii stent. No patient complications were reported.